Event description:
Implant date: 1994. Returned to surgery two weeks later in 1994 for "debridement lumbar wound (deep)". Pt complained of pain. Explanted in 1996 at which time it was noted there was a broken screw and solid fusion.